Manufacturer narrative:
Date of event: publication acceptance date used. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference: MFR report# 2032546-2019-00069 for the adverse events occurring in trabecular micro bypass stent (istent) group. MFR report# 2032546-2019-00067 and 2032546-2019-00068 for the events reported in trabecular micro bypass stent system (istent inject) group as noted in the article.

Event description:
Through review of an article titled "minimally invasive glaucoma surgery: comparison of istent with istent inject in primary open angle glaucoma" the following was reported. In 145 eyes istent group, there were three (3) cases of corneal abrasions and three (3) cases of stent malpositioned intraoperatively. Postoperatively, there were fourteen (14) cases of hyphema, three (3) corneal edema, and one (1) corneal abrasion. Hyphema was the most common complication observed, and those cases were conservatively managed and resolved without further complications. This report references the malpositioned stent occurring in trabecular micro bypass stent (istent) group.